Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected. It was found that one of the non-vented yellow caps of the curved venous inlet port was broken. The stem of the cap still remained within the luer port. Additionally, a small, broken off, piece of clear plastic was found in the reservoir housing. A retention sample from the same product code and lot number combination was visually inspected and found to have no damages or anomalies, specifically with the caps on the curved venous inlet port and reservoir housing. All reservoirs are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the caps and reservoir. It is likely that the cap and reservoir were damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, they found that the yellow cap on top of cardiotomy in the venous inlet was broken off and the internal portion was still in the port no patient involvement as this occurred during setup. Product was changed out. Procedure was completed successfully.